Event description:
It was reported by the patient's husband that his wife was admitted to the ICU with a blood glucose level of 1400 mg/dl while using the omnipod. He stated that she was in a coma-like state, which prompted him to call an ambulance. She remained in the ICU for approximately 2-3 weeks before being transferred to a long-term care facility for further recovery. According to the husband, she was not wearing the pod during the ICU stay. Insulin was administered by the ICU team, and her blood glucose levels returned to the normal range.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.